Manufacturer narrative:
A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. Based on the limited information received from the customer, following multiple attempts the applicable risk documentation could not be reviewed appropriately; based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome of harm described of leakage is assessed at multiple points in the rmf. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc leaked on (B)(6) 2025, at 09:30 a.m., the nurse on duty performed an indwelling needle puncture on a patient and noticed blood leaking out of the core exit port (second occurrence in the department), removed the punctured indwelling needle, and gave a new indwelling needle puncture.no apparent harm was done to the patient.